Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag almost 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. The allegation in this complaint was confirmed to be a complaint. With this investigation it cannot been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used for treatment of patient. The issue described by the user cannot be confirmed. It is indicated that the patient underwent a desaturation and then died during transportation. Exact conditions of the transport and death are not provided. A clear root cause could not be determined. Components were replaced but it was not possible to relate them to the issue. This complaint is therefore reportable.

Event description:
Patient was on niv-st after airborn started showing low o2, patient ended up decompensating severely. Director wants to know if the vent was the cause or what is wrong. Bipap 80% at 100% setting. Patient expired (B)(6) 2021 1-1:30pm.